Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv instrument and applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing during ladg, the surgeon clamped the tissue of duodenum, pushed the green button and tried to squeeze the handle, however could not. Replaced by a new cartridge , and connected to same handle, the firing was completed with no problem. The event occurred during the procedure. The status of the patient: no problem. The procedure was completed with another device. The surgical time was extended by less than 30 min.